Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer plugged the pump into a power source and the pump began to beep and vibrate but was otherwise unresponsive. There was no patient involvement, as the customer had been utilizing manual injections for therapy at the time of the report issue. Reportedly, the customer would continue use of manual injections for insulin therapy.